Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval could not reproduce the reported symptom. Review of the event history log confirmed the reported symptom. The eval determined that the root cause was an over shimmed downstream pusher, causing lower downstream sensor readings, which is a known contributor to false downstream occlusion alarms. The downstream sensor was recalibrated.

Event description:
It was reported that a pump has a constant downstream occlusion alarm. It was also reported that there was no pt incident.